Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) discovered drawers 1.1 and 1.2 were not detected on the bus. This caused the station to shut down while leaving the power on to inspect the lights. It was observed that there were no lights for that drawer. The fse also found the drawer controller and the pixie bus model controller were faulty. Then, the fse replaced those boards and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawers 1.1 and 1.2 were failed and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawers 1.1 and 1.2 were failed and not detected on bus. As per part investigation, it was determined that there was shorted diode d501 and mosfet q501 on the drawer controller and a faulty fuse f201 on the pcba pmc board. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative. Part analysis: the reported condition of device not detected on bus was confirmed during field service engineer (fse) testing and subsequently confirmed during dchu investigation process. According to work order (wo) (B)(4), the field service engineer (fse) discovered drawers 1.1 and 1.2 were not detected on the bus. This caused the station to shut down while leaving the power on to inspect the lights. The fse found the drawer controller and the pyxibus module controller (pmc) board were faulty. Then, the fse replaced those boards and rebooted the station to resolve the issue. Fse ran diagnostics without further issues observed. During dchu visual inspection: p/n 151630-01: received in good condition with no anomalies observed. P/n 151622-01: received in good condition with no anomalies observed. Dchu testing: both parts were evaluated on an esd protected surface using a calibrated digital multimeter (dmm, c15-4571, calibrated until 15oct2026). P/n 151630-01: failed dmm testing, it was confirmed the presence of a damaged fuse (f201) ol indicative of an open circuit. No further testing was required. P/n 151622-01: failed dmm testing, it was confirmed the presence of damaged components (d501 and mosfet q501). No further testing was required. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d). Root cause: it was determined that the root cause of the reported issue devices not detected on bus was attributed to a shorted diode d501 / mosfet q501 on the drawer controller and a faulty fuse f201 on the pcba pmc board which led to circuit instability and ultimately compromised the drawers functionality.